Manufacturer narrative:
The reported event low lead impedance was not confirmed. As received a complete lead was returned in one piece. Visual examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the implant, while positioning the left ventricular (lv) lead, it was noted that the lv lead exhibited low pacing impedance despite multiple attempts at repositioning. The lead was not used. The patient was in stable condition.